Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-00397. The pt (B)(6) was implanted with a percutaneous lead for left leg pain. It was reported the pt was experiencing painful stimulation in the thoracic area. Efforts to resolve this matter via reprogramming proved unsuccessful. An x-ray was taken confirmed. Furthermore, the image revealed the tip of the lead was resting on a nerve root. During the procedure to address this issue, it was observed the anchor was not engaged. The physician indicated the anchor had been properly locked prior to the completion of the implant procedure. The pt's lead and anchor were explanted. No further issues have been reported.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.